Event description:
Event description cpi received information that during a routine follow-up appointment, the ICD could not be telemetered. The next day the patient presented to the emergency room where the physician was unable to telemeter the ICD and a constant humming tone was noted. The ICD was removed.